Manufacturer narrative:
H.6. Investigation summary customer returned one (1) used 31gx8mm bd pen needle without a tear drop label or inner shield attached. Consumer reported needle bent on the surface of his skin and broke in half. The returned pen needle was examined and it was observed that the patient end (pe) cannula was bent and broken. No evidence of manufacturing defect was observed. Microscopic examination of the returned sample revealed characteristics such as residual bends on the remaining pe cannula, and ovality (deformation from the normally circular cross section). When viewed together these are all indicators of bending/re-straightening mode of failure. Pen needle DHR batch # 8263490 (catalog #320881) DHR was reviewed. The batch number was built on pen needle assembly line in jan-2019. Review of the DHR revealed all required challenges samples and testing was performed per specification in accordance with the in-process sampling plans. No quality notification was raised on past 12 months on similar non-conformance. Investigation conclusion bd was able to duplicate or confirm the customer¿s indicated failure (bent pe cannula, broken pe cannula). Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description the possible root cause for this issue (broken pe cannula): user error. No evidence of manufacturing related issues were observed on the returned samples. Microscopic examination of the returned sample revealed characteristics such as residual bends on the remaining pe cannula, and ovality (deformation from the normally circular cross section). When viewed together these are all indicators of bending/re-straightening mode of failure. Rationale based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It has been reported that one bd¿ pen ndl 31g 8mm 90 count has been found with the needle breaking during use. The following has been provided by the initial reporter: it was reported that when needle was inserted into site, it bent on surface of skin and then broke in half. Verbatim: from phone call: consumer reuses his pen needles but feels this was a new needle. When he inserted the needle into his site, the needle bent on the surface of his skin and broke in half. No injury to consumer. Issue(s): needle bent and broke on surface of skin lot #: 8263490. Item #: 320881. Date of event: unknown. I had a needle break in 2 for your ultra-fine short pen needles. It came in lot no:8263490.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one bd¿ pen ndl 31g 8mm 90 count has been found with the needle breaking during use. The following has been provided by the initial reporter: it was reported that when needle was inserted into site, it bent on surface of skin and then broke in half. Verbatim: from phone call: consumer reuses his pen needles but feels this was a new needle. When he inserted the needle into his site, the needle bent on the surface of his skin and broke in half. No injury to consumer. Issue(s): needle bent and broke on surface of skin. Lot #: 8263490, item #: 320881, date of event: unknown. I had a needle break in 2 for your ultra-fine short pen needles. It came in lot no:8263490.